Event description:
It was reported that the patient experienced a collapsed left lung and pneumothorax following the system implant procedure. The physician inserted an intercostal system to resolve the pneumothorax and the patient was monitored and stable. The system remains implanted and in service. No additional patient consequences were reported.